Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2018 with an altered mental status, fever and shakes. While in the hospital it was found that the right atrial lead was infected. The lead was not explanted due to the patients poor prognosis of end-stage bladder cancer which is unrelated to the infection. The patient was placed in hospice care, comfort care was only provided and tachycardia therapy was turned off.